Manufacturer narrative:
The report that the device was inoperable was confirmed. Analysis of the returned device found that the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the surgery the patient reported having where monopolar electricity knife was used. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Date of event is estimated. E1- reporter phone number: (B)(6).

Event description:
It was reported that the ipg was not communicating with external devices following an unrelated surgery wherein monopolar electrocautery was used. Reportedly, the ipg was set into surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. In turn, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Therapy was restored post op.